Event description:
A patient specific implant request was received for a bilateral hip revision. Noted on the form: "revision hip. Stem is well fixed. Require abg heads." Planned for surgery. "Bilateral revision for loose acetabular implants. Well fixed stem that requires abg heads." This is for the right hip.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.